Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08jun2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer failure" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order 01798948, the bd fse reported that there was no power or communication lights on the pyxibus control module. Replaced pyxibus control module board. Recovered and reconfigured storage space. During dchu visual inspection: p/n 151903-01: received with thermal damage to integrated circuit (u300). During dchu testing: p/n 151903-01: bench testing could not be performed due to thermal damage on components detected during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was not detected on bus, which located on fox medpharm. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u300 on the full height cubie pmc circuit board. There were no delay, no adverse events or injuries reported based on this event.